Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed the optical distance sensor cable configutation was not optimal and was identified as the root cause. The cable configuration was corrected and the optical distance sensor passed the test.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the optical distance sensor was non-functional. There was no patient involvement.